Event description:
The complainant reported the patient was on impella 5.5 / automated impella controller (aic) support, and there were placement signal unreliable alarms present. The staff lost placement signal, but support continued. The engineer found that this issue likely stemmed from the aic, not the pump. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: on 8/4 at 17:07, placement signal not reliable alarm triggers resolving at 13:27 the following day. On future boot ups, the lamp outputted no voltage failing 5s. Reviewing the rt logs, the console has oscillating contrast during the placement signal not reliable alarm with placement signal jumping to 3000mmhg and optical sensor dropping to -3276.8 mmhg. This confirms what the complaint described. Device analysis: the symptoms seen in the field were not reproduced but this is an intermittently reproducing symptom. Root cause: the cause of the unreliable placement signal was a defective optical bench lamp. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.